Manufacturer narrative:
(B)(4). The ge service rep found the timer relay pcbs sometimes worked bad, so he replaced the parts. The system now operates as intended.

Event description:
The customer reported the breaker on the system sometimes trips. No pt injury was reported.